Event description:
It was reported the pt has great stimulation coverage, but the ipg becomes depleted in about 24 hours. The pt reported they are not happy with the short battery life. It was also reported the pt would like to get a non-rechargable ipg, the eonc, so she does not have to charge the system. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.